Event description:
The patient experienced shocking and burning sensations in addition to pain that went up her left leg and back that began 3 to 4 days ago. She was taken by ambulance to the emergency room yesterday. No action was taken there and her neurostimulator was not checked. The company representative confirmed that the device was off via the phone. She desired to have the device removed could not see her healthcare professional until next week. Additional information was requested.

Manufacturer narrative:
(B)(4).